Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no phacoemulsification power. A company representative discovered the issue was when the foot pedal was depressed.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The reported event persisted after a different tip and handpiece were tried. When the footswitch was depressed, the maximum power was not reached. A company representative recommended that the customer replace the footswitch. The facility did not request service. The footswitch manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).